Event description:
Information received indicates the head up/down functions are only working part of the time.

Manufacturer narrative:
The technician replaced the left siderail ucm board and cable due to fluid ingress to repair the bed.